Event description:
As reported, a patient developed a dvt that embolized on the right side of the body where three mynx control venous vascular closure devices (vcd) were deployed. The patient had undergone an ablation for supraventricular tachycardia and was not anticoagulated for the procedure. The physician stated the location of the dvt was at or above the deployment site. The devices are not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient developed a deep vein thrombosis (dvt) that embolized on the right side of the body where three mynx control venous vascular closure devices (vcd) were deployed. The patient had undergone an ablation for supraventricular tachycardia (svt) and was not anticoagulated for the procedure. The physician stated the location of the dvt was at or above the deployment site. Additional information was requested but not provided. The devices are not being returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. A deep vein thrombosis (dvt) is a known potential complication and is listed in the mynx control venous vcd instructions for use (IFU) as such. A dvt occurs when a blood clot forms in a deep vein, most commonly in the lower leg [calf] and can spread up to the veins in the thigh. A dvt is the result of three principal factors: reduced or stagnant blood flow in the deep veins (venous stasis); injury to the blood vessel wall; or an increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). The act of creating a venotomy with a catheter sheath introducer produces intended damage to the vessel wall in order to obtain access to the patient¿s vasculature for diagnostic or interventional purposes. The intended injury to the vessel wall triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the punctured vessel. Usually, anticoagulants are prescribed in order to prevent the formation of thrombosis at the puncture sites. Vessel occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Without the return of the devices for analysis or procedural films, the reported event could not be observed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the devices and event. However, patient and pharmacological factors are likely. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ it also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken at this time.